Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The envoy da guiding catheter ((B)(4)) was used during a coil embolization of an internal carotid artery/horizontal petrous section (mild tortuosity). It was reported via a product feedback survey comparing the envoy da to the physicians preferred catheter that the tip was not as soft and flexible as the reflex tip, and the stability of the guide was not as good as the competitor's product. The envoy da was noticed slipping or losing position after it was initially placed in the desired location, and the envoy da catheter did not reach the desired target. However, it was reported the case was completed with the envoy da and it went well. Additionally, there was some vasospasm with the da, but it was not confirmed if it was the catheter itself or just using a distal access guide that caused the event. The vasospasm was treated intra-arterially through the envoy da guide catheter. Other products used during the case consisted of hyperglide 5x30 balloon, echelon 10 microcatheter, .035" guidewire, 6french cook shuttle 80 cm, and hd 500 coils. The access was achieved coaxially with the catheter tracked over a 0.035 guidewire and a hyperglide balloon and eschelon 10 microcatheter were inserted together through the envoy da. It was indicated that no device or procedural adverse events or complications were encountered. The device is not available for analysis. A review of manufacturing records for lot number c10872 was completed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device for analysis, no conclusion can be made regarding the reported events. Vessel characteristics may have contributed to the instability of the guide catheter. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel as a result of direct physical irritation of the endothelium, is a commonly recognized adverse event that may complicate an endovascular procedure by limiting distal blood flow and is listed in the instructions for use as a possible complication. With review of the device history records there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken.

Event description:
During a coil embolization procedure located in the ica/horizontal petrous section (mild tortuosity), the envoy da ((B)(4)) tip was not as soft and flexible as the reflex tip, and the stability of the guide was not as good as the competitor's product. The envoy da was noticed slipping or losing position after it was initially placed in the desired location, and the envoy da catheter did not reach the desired target. Additionally, there was some vasospasm with the da, but it was not confirmed if it was the catheter itself or just using a distal access guide that caused the event. The vasospasm was treated intra-arterially through the envoy da guide catheter. Other products used during the case consisted of hyperglide 5x30 balloon, echelon 10 microcatheter, .035" guidewire, 6french cook shuttle 80cm, and hd 500 coils. The access was achieved coaxially intracranially track over microcatheter/guidewire. The device is not available for analysis.

Manufacturer narrative:
A review of manufacturing records (DHR) for lot number c10872 and no outstanding discrepancies, design, quality concerns or higher than normal rejects were found. Additional information wil be submitted within 30 days of receipt.